Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump battery depleted quickly and a power alert occurred while charging the battery. Reportedly, customer charged battery for an additional amount of time to resolve the issue. Customer's blood glucose was within range (value not provided).